Manufacturer narrative:
Cynosure technician inspected the laser system and it is working within specification and found no issues.

Event description:
Patient received hair removal treatment on her leg and presented with burns.